Event description:
It was reported that the insulin pump had a frozen screen and a buzzing noise was heard. Blood glucose reading was 5.7 mmol/l. New battery did not resolve the issue. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not plugged in properly. Unable to verify frozen screen or unexpected buzz sound due to a blank display. The pump also had a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corners, a cracked reservoir tube, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.